Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) biomedical technician (bmt) contacted fresenius technical support (ts) to request assistance with a 2008k hd machine that would not power up. Upon closer inspection, the bmt found that one of the black wires going to the power supply triac left a burn mark on the distribution board connection. The bmt tested the heater cable and heater and confirmed that it was giving off a good electrical resistance. They also reported that the terminal blocks looked normal. The ts representative advised the bmt to swap the distribution board and the power supply. There was no patient involvement associated with the reported issue. No additional information was provided up-front, and through multiple follow-up attempts, no further details could be obtained.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A hemodialysis (hd) biomedical technician (bmt) contacted fresenius technical support (ts) to request assistance with a 2008k hd machine that would not power up. Upon closer inspection, the bmt found that one of the black wires going to the power supply triac left a burn mark on the distribution board connection. The bmt tested the heater cable and heater and confirmed that it was giving off a good electrical resistance. They also reported that the terminal blocks looked normal. The ts representative advised the bmt to swap the distribution board and the power supply. There was no patient involvement associated with the reported issue. No additional information was provided up-front, and through multiple follow-up attempts, no further details could be obtained.